Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
Information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins). It was reported three days prior to report the patient had turned up his deep brain stimulator (dbs) system settings and could not get it turned down. They were advised to go to the emergency room as they experienced problems with their implant. The patient went to the hospital where they spent 10 hours there. The patient's programmer appeared to be working. They could change the settings but it wouldn't work. The patient synced his device to ensure it was paired up. They had a sensation of buzzing in his head "to put it mildly". The device was giving bursts of shocks intermittently. The situation finally resolved itself after he realized that the device was no longer buzzing in his head. They were going to replace the programmer to rule out issues with the programmer. The patient had already contacted their doctor's office. The issue was not resolved at the time of report. No surgical intervention occurred or was planned.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
Additional information received from a company representative reported no further actions had been taken to resolve the issue and there had not been any further communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.